Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker exhibited high impedance for many years and chronic high threshold. Sensing was noted to be normal, and patient was less than one percent right ventricular (rv) paced. Device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high impedance for many years and chronic high threshold. Sensing was noted to be normal, and patient was less than one percent right ventricular (rv) paced. Device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the pacing impedance was high out-of-range.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.